Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported that during a percutaneous transluminal angioplasty, the physician noted that the balloon would only partially inflate and then would not deflate. The shaft/balloon catheter was cut in an attempt to deflate the balloon and after multiple attempts, the balloon finally deflated. The product was removed from the patient without apparent trauma.